Event description:
It was reported that during a low anterior resection procedure, the device was used for reconstruction procedure with double-stapling technique (dst). When the doctor grasped the firing handle, he could not grasp completely. The staples were malformed. The tissue could not cut completely at the first firing. Reinforcement material was not used. The doctor commented that there was a difficulty in grasping the device. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information (B)(4) 2010: all circumference of the anastomosis site were not cut. The device seemed cut only mucous membranes. All staples were malformed, the tip of staples rounded a bend. The tissue was not so thick, but we have no information whether the tissue was distributed evenly or not . The doctor commented that the indicator was within the gap setting scale. The doctor cut the rectum of mouth side and anus side under the laparoscopy for reanastomosis. After that, the reanastomosis was performed. No bleeding was occurred on this issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.